Manufacturer narrative:
H3 evaluation summary: the device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and quality documentation. A picture was provided by the costumer. By examining the picture, a failure mode cannot be determined. One sample was received at the manufacturing site for evaluation. Visual and functional inspection was performed, and no failure was found in the returned sample. No formal investigation action is being taken since the failure mode could not be confirmed related to the manufacturing process. No root cause could be found related to the production process. The reported failure mode will be treated as not confirmed since after evaluation no root cause could be found. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The pharmacist reported the product was dispensed from an automated cabinet and enteral nutrition administration was started. After a short period of time (not specified) there was evidence of dripping from the bag on one side, at the connection point between the bag and the infusion pump. When checking, a rupture was found, so a new bag was requested. There was no harm to the patient.